Event description:
Technician alleged that he couldn't get the hi/low or trendelenburg function to work. He alleged that trendelenburg, hi/low up and heel zone 3 functions are not working.

Manufacturer narrative:
Repair has not been completed at this time.